Event description:
The customer reported that the pump alarmed. In addition the customer was hospitalized for high bgs. Troubleshooting was performed. The alarm history revealed three alarms. The customer tried to change the reservoir from different boxes. The customer called back and stated that they were doing fine.